Manufacturer narrative:
The affiniti cvx ultrasound control panel's swivel lock assembly became unseated preventing the mechanism from locking in place. While transporting the system within the facility, the control panel assembly would swing from side to side. The detent release cable was adjusted to correct the failure.

Event description:
A customer reported that the control panel arm was swiveling during transport of an affiniti cvx ultrasound system. The device was not in clinical use at time of discovery. No patient or user was harmed.